Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (latex foley catheter) product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that after two hours of indwelling the urinary catheter, the sterile urinary catheter came out automatically. The urinary catheter was found to be ruptured and the sterile catheter was replaced immediately. This replacement delayed the treatment time and increased the patient's pain. No medial intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that after two hours of indwelling the urinary catheter, the sterile urinary catheter came out automatically. The urinary catheter was found to be ruptured and the sterile catheter was replaced immediately. Replaced the urinary catheter for the patient delayed the treatment time, increased the patient's pain. No medial intervention reported.